Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue/load step malfunction) issue. It was reported the patient lost confidence with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/04/2014 with the following findings: review of the black box revealed a related alarm. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be out of specification. Damage was observed to the force sensor flex cable pin.